Event description:
The patient, at the 1-month follow-up, experienced a neurologic deficit, possible stroke like symptoms, which have not resolved, although thrombolytic meds were administered. This has resulted in new/prolong hospitalization. An echocardiogram was performed and the patient's outcome is listed as unchanged.

Event description:
In 2005 4-vessel cerebral catheterization showed widely patent right internal carotid artery stent, 50% stenosis of right vertebral artery, 50-70% stenosis of left vertebral artery, and 50 % stenosis of left internal carotid artery with diffuse disease in the left external carotid artery. Discharge diagnosis in 2005 was "paraesthesia". Repeat 4-vessel cerebral angiogram in 2005 was unremarkable.